Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 29 mg/dl and 143 mg/dl which was treated with food. Customer was experienced symptoms like headache and nausea. The customer also stated that they did allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was uses auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Device uploaded to carelink pro and generated summary reports without any errors. No unexpected error message during the upload or report generation noted. (B)(4).